Event description:
The manufacturer received information alleging a ventilator's power cord malfunctioned. There was no harm or injury reported. The customer replaced the power cord to address the issue.